Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that the patient underwent surgery on (B)(6) 2011 and a sparc sling system by american medical systems was implanted. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain, urinary tract infection and urinary frequency.